Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported hemorrhage. Atrial fibrillation and renal failure appear to be related to the hemorrhage. Hemorrhage, atrial fibrillation and renal failure are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event, implant date: estimated dates. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clips remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report bleeding, acute kidney injury, atrial fibrillation, additional therapy/non-surgical treatment, treatment with medication, and hospitalization. It was reported through a research article identifying mitraclip that may be related to bleeding, acute kidney injury, atrial fibrillation, additional therapy/non-surgical treatment, treatment with medication, and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article: impact of bleeding complications after transcatheter mitral valve repair. No additional information was provided.